Event description:
Hosp advised that at 1:00 p.m. On july 22, a 500 ml container of heparin was hung and the rate was set at 20ml/hr. The rate later changed to 10 ml/hr. It was unknown at what time this change was made. It was discovered by nursing 4 hours later that the container had emptied. The pt received a blood transfusion due to a hemorrhage on pt's leg which occurred at this time. Pt stayed in the ICU for 2 days and was transferred out to the general ward on july 26th. Pt was stabilized.